Manufacturer narrative:
The referenced history of gastrointestinal bleed was reported under MFR. Report # 2916596-2019-03097. Approximate age of device- 5 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient has chronic low flow alarms. Log file analysis confirmed the low flow events and driveline data showed that the driveline was degrading. The patient was admitted and had subtherapeutic inr. Coumadin and heparin were held due to a drop in hemoglobin while on heparin and history of gastrointestinal bleed. The patient reported lethargy and was administered intravenous saline bolus with subsequent infusion with resolution of low flow alarms. The patient was admitted to the intensive care unit (ICU) for monitoring. During the admission the patient had spontaneous extraperitoneal bleed while on intravenous heparin which was confirmed on a CT scan. The cause of the bleed was unknown. Symptoms included abdominal pain and hemoglobin drop. The patient received 2 units of blood and anticoagulation was held. No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. Additionally, review of the patient¿s submitted log file confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6)2019 to (B)(6)2019 and on (B)(6)2019 after a controller exchange. The pump operated above the low speed limit for the duration of the log files. The log files recorded 158 low flow alarms between (B)(6)2019 and (B)(6)2019 when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm. There were no atypical alarms and the log file appeared to show the system operating as intended. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on the event.